Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead via x-ray. Lead was extracted and replaced. Patient was stable post-procedure.